Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the unit, and verified the reported malfunction. The cse installed the 15k compressor pm kit, which resolved the customer reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator compressor stopped cycling. The patient was taken off the ventilator. There was no reported patient injury.